Event description:
Debilitating, profound, and permanent neurological injuries [nervous sys disorder], profound and permanent hematological injuries [blood disorder], profound and permanent physical injuries [injury], copper deficiency [copper deficiency], requires her to use a wheelchair [mobility decreased], extensive pain [pain]. Case description: an attorney reported that their (B)(6) old female client used fixodent denture adhesive, version unk cream for her dentures for many years, and reported the following: debilitating, profound, and permanent neurological injuries, profound and permanent hematological injuries, profound and permanent physical injuries, copper deficiency, requires her to use a wheelchair, and extensive pain. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.